Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, the nozzle was found clogged with foreign material resembling black rubber. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to b5, due to deformation of the scope connector cover, water tightness is lost, the air water cylinder has discoloration, the forceps channel port is shaved, due to clogging of nozzle, no water is fed, due to wear of angle wire, bending angle in left direction does not meet the standard value, the image guide protector is damaged, the plastic distal end cover has a scratch, the adhesive on the bending section cover has a crack, the connecting tube and universal cord has a scratch, and the protector of universal cord on scope connector side is damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.